Manufacturer narrative:
Initial reporter phone #: (B)(6). Investiagtion summary: in response to the event reported by your facility a device history review was conducted for lot number 2222243. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd prn adaptor broke during use. The following information was provided by the initial reporter, translated from chinese to english: at 15:58 on (B)(6) 2023, the patient needed to use the disposable heparin cap for puncture infusion. When the nurse connected the heparin cap with the PICC tube for infusion forward flushing, the heparin cap broke, resulting in the failure of normal use.